Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Hospitalization was ongoing, but it was reported that the patient would be discharged to a rehabilitation center. Dianeal and extraneal therapies were ongoing, but it was reported that peritoneal dialysis therapy will be stopped when the patient is discharged to the rehabilitation center. The patient was recovering from the peritonitis. No additional information is available.